Event description:
A surgeon reports scratches were seen on the intraocular lens following insertion. A video of the procedure was provided and during review of the video, it was noted that enlargement of the incision was required to accommodate removal and replacement of the scratched lens.